Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 9th of september 2025 and 28th of november 2025 recorded an initial pacing impedance of 1,000 ohms with an abrupt increase to >3,000 ohms at the end of the recordings. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to oversensing as well as an ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was noted via home monitoring that the pacing impedance impedance was elevated (> 3,000 ohm). During the follow-up, the abnormal impedance and the noise were confirmed. The mode was switched to aai and the next action is currently being considered.